Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer lock up issue; software reconfigured and reloaded to resolve. Analysis also found the ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. Keyboard is missing screw, tab on power cord bay door is broken, and system fan is intermittently noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer will not complete boot up phase. It was also reported the programmer won't go past the medtronic screen. The programmer was returned for repair. There was no patient involvement indicated.